Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the intraocular lens optic was scratched after insertion. The surgery was completed without product replacement. The sample is not available as it still remains in the patient's eye. Additional information was received stating suspect details were updated.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. One 10-count carton was returned with three unopened company cartridges for the provided lot. One of the returned company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the IFU (instructions for use). No lens or cartridge damage was observed after the lens delivery. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A video was provided. The lens and cartridge preparation were not shown. The lens and cartridge come into view in from the bottom of the screen. The lens could be observed advanced to the fill line. Viscoelastic was observed. The cartridge tip was inserted into the incision. The lens was advanced to the fill line. Both haptics appeared to be tucked in the optic fold. The lens was delivered. The lens was observed to be a multifocal single-piece lens. Fold lines were observed on the left side of the optic, which may indicate the lens was preloaded for an extended period of time. What may be a crack was also observed on the optic edge above the leading haptic junction area (left side). The lens remained implanted. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if a qualified combination was used. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. One of the unopened company cartridges returned for the reported lot was evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the lens delivery. Based on review of the provided video, fold lines and what may be a crack were observed on the left side of the optic (leading side). A scratch was not observed. The IFU (instructions for use) instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens damage. IFU (instructions for use) note: during lens loading and insertion, do not allow the company intraocular lens to remain in a folded condition within the selected intraocular lens delivery system for more than 3 minutes prior to completing insertion into the capsular bag per the IFU (instructions for use): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lenses. Company foldable intraocular lenses are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens and potential complications during the implantation process. The IFU (instructions for use) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ophthalmic viscosurgical device (ovd) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscosurgical device (ovd), which may result in damage. The manufacturer internal reference number is: (B)(4).